Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
It was reported that the probe worked while the surgeon did not press the hand switch during arcr surgery on (B)(6) 2018. When the surgeon inserted the probe into the joint, the probe unintentionally worked and transpired the tissue. The surgery was completed by using another device. The device was not connected to the foot switch. It was brand new and the first use when the issue occurred. There was no surgical delay and no harm to the patient.

Manufacturer narrative:
Date received by manufacturer on follow-up 1 should be october 18, 2018. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the complaint device is not available for physical evaluation, hence, the complaint cannot be confirmed. A device history record (DHR) review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. An ncr was issued internally at the manufacturer for this lot of devices, which captured an error in device verification timeliness. However, the error associated with the ncr does not relate to the reported failure therefore does not constitute a probable root cause to the failure. Otherwise, no anomalies were reported by the manufacturer for this lot of devices in the paperwork reviewed. Further, a review into the depuy synthes mitek complaints system revealed 1 dissimilar complaint for this lot of devices with the product code that were released to distribution. No further information regarding the technique used has been provided to determine a root cause for this failure. If any additional information is obtained, this complaint will be re-opened to capture that information. At this point in time, no corrective and preventative action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).